Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 6.3 mmol/l. The customer stated they did not press a button for three minutes or longer. Customer did not drop or bump the insulin pump. Customer declined to return the product for analysis.